Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 (the date returned to manufacturer was inadvertently omitted from the initial report) and h3 (¿no¿ was selected in error on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. The foreign material clogged inside nozzle and air water channel seems like a chemical residue. It is not known whether there were any deviations from instruction for use (IFU) in reprocessing steps. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited problems related to reprocessing. There were no reports of patient involvement.